Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder and a 9f amplatzer torqvue delivery system were selected for procedure. During procedure, fluoroscopy and intracardial echocardiography exams confirmed a disc of the 30-25mm amplatzer occluder had ballooned into the right atrium of the patient. No kink or angulation was noted in the delivery system. There was no interaction with cardiac structures during deployment. The decision was made to replace the first 30-25mm amplatzer talisman pfo occluder with another one of the same size. The procedure was completed without further complications. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity could not be confirmed. One image was received from the field appearing to show the deformed occluder. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.